Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle cannula break. Block h11: the returned trapezoid rx was analyzed, and the product analysis found the handle cannula detached. Also, the basket and the cannula were retrieved from the device, and under microscope inspection only one of the screw dimples was observed in the handle cannula. A risk review was completed and confirmed that the event of "handle cannula break" was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on all available information, the reported event of handle cannula break was confirmed. The most probable conclusion code of the investigation is "quality control deficiency". This conclusion was selected because after product analysis the handle cannula was returned detached from the handle. Additionally, upon microscopic inspection, only one of the screw dimples was observed in the handle cannula. An investigation to address this problem is in progress. For these reasons, the event will be classified as "quality control deficiency".

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic biliary stone removal procedure performed on (B)(6) 2025. During the procedure, the handle cannula broke during the process of the extracting the stone. However, there was no stone inside the basket when the handle cannula broke, another trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle cannula break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic biliary stone removal procedure performed on (B)(6) 2025. During the procedure, the handle cannula broke during the process of the extracting the stone. However, there was no stone inside the basket when the handle cannula broke, another trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.